Event description:
The customer reported that the system shut down and would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pc guard was replaced during the service call. The system was found to be working as intended and put back into service.